Event description:
Customer reported an issue with a5 anesthesia system affecting gas end tidal values. No pt injury was reported.

Manufacturer narrative:
Mindray svc rep calibrated the units flow sensor and advised the customer to replace the vaporizers.